Event description:
It was reported that during the implant procedure, the physician had a difficult time inserting the atrial lead into the atrial port. The physician used mineral oil but was not able to insert the lead. The device was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).evaluation description included. Final analysis confirmed that it was difficult to insert the test lead into the pulse generators atrial connector port and the lead insertion force used to insert the lead was out of specification for the product.